Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The emergency lamp indicator was blinking. This was due to a defective spare lamp. The other reported issues were not confirmed during testing and evaluation. The evaluation found the following: there was corrosion found on the flat cable, there was dust inside the unit, the front panel button had a poor appearance (deformed) and front panel needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the emergency lamp indicator on the evis exera iii xenon light source was blinking. Xenon lamp was working as expected. The issue occurred during maintenance with no procedure involved. Additionally, the user reported the xenon lamp counter was non-functional, the user couldn¿t reset the lamp hour count after lamp replacement; and the image appeared dark. The image in white light, particularly at the fundus and in narrow band imaging, the whole image was too dark, even after replacement of xenon lamp. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the indicated phenomenon, ¿emergency lamp display is blinking¿, occurred due to failure of the emergency lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.